Event description:
It was reported the patient was feeling pain in her back after extended use of the scs system. The sjm representative met with the patient for reprogramming, but the issue persisted. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.